Event description:
It was reported that this right atrial (ra) lead exhibited a non-specific product performance allegation. Subsequently, this lead was capped and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.